Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported ventilator inoperable (inop), air valve liftoff failure error, and found the blower is not getting on. There was no patient involvement or user harm reported. The service technician confirmed the reported issue and indicated that he found some loose connection inside the blower printed circuit board assembly (pcba). The service technician resolved the reported issue by resetting the blower motor pcba connection. Completed extended self-test (est), and the unit passed.